Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 2172287. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue.

Event description:
It was reported while using bd intima-ii y 20gax1.16in prn ec slm npvc extravasation occurred. The following information was provided by the initial reporter, translated from chinese to english: the patient underwent contrast-enhanced CT of the chest. During the examination, extravasation of contrast medium caused swelling around the left elbow.

Event description:
It was reported while using bd intima-ii y 20gax1.16in prn ec slm npvc extravasation occurred. The following information was provided by the initial reporter, translated from chinese to english: the patient underwent contrast-enhanced CT of the chest. During the examination, extravasation of contrast medium caused swelling around the left elbow.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.